Event description:
It was reported that during unknown procedures, clips scissored, devices did not hold clips, devices were sticking, and jaws did not align. Cases were completed with new devices of same codes. There were no patient consequences reported. No specific procedure dates or procedure information available.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Damaged jaws the analysis results confirmed that the lx207 device was returned non- functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted.